Event description:
Boston scientific received information that the remote home monitoring system issued an alert for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead due to a high out-of-range pacing impedance measurement. High pacing threshold measurements were also observed. A surgical intervention was subsequently performed where the rv lead was surgically abandoned and replaced. Additional information indicated that the lead to device header connections were confirmed secure during the procedure and the reason for the out of range measurements were unknown. The device remains in service with the new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.